Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters, the stiffener plate and bushing to repair the bed.